Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the aseptic battery housing opened during a procedure. The non-sterile battery did not fall out of the housing.